Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down arrow buttons and the okay button were under responsive. There was no report of over or under delivery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. The keypad rubber was undamaged. The tactile changes complaint was unable to be investigated due to no power to the pump. The keypad was removed to find no contamination or damage to the button contacts. The pump cover was removed to find moisture on the internal components. Unrelated to the original complaint, moisture was found on the display inside the pump. Additionally, the battery base was cracked between the keypad and the case seal. A leak was found in the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.